Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in hospital for follow up due to patient notifier, post-paced t-wave oversensing was observed. Reprogramming of the device was recommended. No further information available at this time.